Event description:
During the case the probe grew frost. Also temperature reading was at -80 degrees during the first freeze for a few minutes. By the end of the first freeze it was -120 degrees.

Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.